Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an infection and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 17, 2022.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-01698. This report is submitted on january 04, 2023.

Manufacturer narrative:
Per the clinic, the was treated with oral & topical antibiotics (specific date and duration not reported) however, this did not alleviate the problem resulting in exposure of receiver/stimulator. This report is submitted on november, 08, 2022.